Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. An 8.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon would not inflate. The balloon was removed and upon trying to inflate, a leak and a tiny hole was noted in the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. An 8.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon would not inflate. The balloon was removed and upon trying to inflate, a leak and a tiny hole was noted in the balloon. The procedure was completed with another of the same device. No patient complications were reported.